Event description:
Customer reported a burning smell from the accutorr plus monitor. No specific source of the burning smell was reported and no pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and replaced the unit's power supply.